Manufacturer narrative:
Device evaluated by MFR: a visual examination of the balloon found that it was ruptured longitudinally with a complete circumferential burst. Additionally, the shaft was broken and severely stretched. This type of damage is consistent with the application of excessive force to the delivery system. A visual examination identified a complete circumferential tear in the balloon material. The circumferential tear was located at 8cm distal to the proximal edge of the proximal balloon sleeve. The section of the balloon distal to the tear exhibited a longitudinal tear from the site of the circumferential tear extending to the distal transition zone (approximately 2.5cm in length). A break was noted at the lapweld site. The distal section of the shaft break was severely stretched onto a 0.035 inch guidewire. This stretched section included the distal section of the shaft break, including the tip and section of the balloon distal to the circumferential tear. The stretched broken shaft had pulled out from the proximal markerband, resulting in the markerband being positioned inside the balloon. This severely stretched distal section of device was positioned through a 7french size sheath. The sheath was kinked and bunched. From the condition of the returned device it is most likely that a rupture occurred in the balloon which resulted in physician meeting with a restriction during attempts to withdraw the device back through the sheath. As a result of excessive force being applied to the device, the shaft stretched and a break occurred. The proximal markerband remained in the balloon as a result of the shaft being so severely stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian vein. A 12.0x80, 75cm mustang balloon catheter was advanced for dilation. However, on the third inflation at 12 atmospheres for 60 seconds, the balloon ruptured. No segment of the balloon was left inside the patient. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian vein. A 12.0x80, 75cm mustang¿ balloon catheter was advanced for dilation. However, on the third inflation at 12 atmospheres for 60 seconds, the balloon ruptured. No segment of the balloon was left inside the patient. No patient complications were reported and the patient's status was fine.